Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called philips reporting the device is displaying an alarm notice error. There was no patient involvement.